Event description:
It was reported that an asymptomatic patient presented in clinic, upon interrogation the right atrial lead exhibited high impedance, loss of capture and sensing. Review of stored electrograms showed noise leading to auto mode switch episodes. The lead was explanted and replaced on (B)(6) 2014.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.evaluation description: analysis found normal device characteristics.